Event description:
It was reported that there was inadequate iodine in the minicap. This was noted prior to performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Manufacturing date range: july 25, 2014 ¿ august 1, 2014. The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional test was performed. This complaint was not verified for an inadequate iodine issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.